Event description:
It was reported that the patient experienced a warm feeling around the implantable neurostimulator (ins) pocket after extended periods of sitting or laying on the ins site. The only time the ins area felt warm was after extended periods of sitting or laying. At no other time did the site feel warm. It was noted that the patient would monitor the site. No patient injury was reported. Interventions and patient outcome were not provided. If additional information becomes available, an additional report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), im planted: (B)(6) 2014, product type lead. (B)(4).